Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: improper implant selection, using too long of an implant, or installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of leg pain following the initial procedure. The surgeon determined that the middle implant had breached the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the middle implant and replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.